Manufacturer narrative:
Device used for treatment, not diagnosis . Additional narrative: metsemakers, w.j. And et al. (2015)."individual risk factors for deep infection and compromised fracture healing after intramedullary nailing of tibial shaft fractures: a single centre experience of 480 patients". Injury, int.j. Care injured 46 (2015) 740-745. This report is for unknown nail, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, metsemakers, w.j. And et al. (2015)."individual risk factors for deep infection and compromised fracture healing after intramedullary nailing of tibial shaft fractures: a single centre experience of 480 patients". Injury, int.j. Care injured 46 (2015) 740-745. Belgium article. A retrospective study was performed to identify risk factors for deep infection and compromised fracture healing after intramedullary nailing of tibial shaft fractures. Between (B)(6) 2000 and (B)(6) 2012, 480 consecutive patients with 486 tibia fractures were enrolled in the study. The purpose of the study was to evaluate risk factors of poor outcome after im nailing of tibial shaft fractures. The following complications occurred: seven patients (male) developed deep infection. This is report 3 of 8 for (B)(4). This report is for an unknown im nail.